Event description:
This pump was attached to a non co IV tuning line and was being used for pain therapy with morphine. During use, a dr observed a nurse using a stopcock downstream of the pump, included in the IV line for drawing off solution to "flush" a pt's blocked line. This action resulted in the nurse acquiring a syringe mised with morphine, and resulted in pulling the plunger driver mechanism away from the syringe plunger. The physician was present and stopped the nurse from using this practice. This action did not result in injury to the pt. The syringe and pump was not used in this condition.